Event description:
During a laparoscopic sigma procedure, magazine was broken during firing. It was not reported how the case was completed. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one instrument was returned with no cartridge present. However, pieces of a cartridge were found in the channel as well as two malformed staples. In addition, only the cartridge proximal end was returned loaded into the channel. No conclusion could be reached as to how the cartridge broke. It should be notied that a 200% inspection takes place during manufacturing to ensure that the cartridge meets the require specifications. The returned instrument was tested for funcitonality with a test cartridge and fired all the staples without any difficulties noted. The event described could not be re-created.